Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 44 mg/dl two weeks ago. The customer treated with a glucagon injection. Troubleshooting for the low blood glucose was declined. No products were returned or replaced.